Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion was found under the proximal end of the rv shock coil and extending outside the shock coil breaching all the cable lumens at 6.7 -10.5 cm from the distal tip. The ptfe liner was intact but both the re and one of the rv etfe cable coatings were also found to be abraded in this region.

Event description:
This report is to advise of an event observed during analysis.